Event description:
Boston scientific crm received information that during the replacement of this implantable cardioverter defibrillator (ICD), when the device was taken out of the pocket, the patient went into asystole. It was questioned if the lead was bipolar or unipolar. Technical services (ts) discussed that the lead was bipolar, thus the asystole could have been due to noise. It was later noted that the lead had a fracture on the pace/sense leg and was therefore replaced.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.